Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized from on (B)(6) 2025 due to hypervolemia. The patient's right ventricular function was severely reduced. During this time palliative care was consulted to talk with patient and family about goals. On (B)(6) 2025, patient¿s code status was changed to do not resuscitate. Outpatient hospice was consulted and saw the patient for the initial visit on (B)(6) 2025. The hospice nurse noted that on (B)(6) 2025, the patient¿s spouse contacted the left ventricular assist device (lvad) team. They stated that they were alone with the patient and scared. The lvad could be heard beeping in the background. The spouse was asked if the patient was breathing and they checked, then stated they didn't think so. The patient passed away.

Event description:
The patient's cause of death was heart failure and multi-system organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.